Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated the insulin drip out and the numbers would not show up on the insulin pump. Customer's blood glucose was 123 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.